Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, the device emitted beeping tones a request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device battery voltage has been dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information indicates that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Moreover, the device emitted beeping tones a request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device battery voltage has been dropping in an irregular fashion. This could possibly be related to an internal electrical short of the battery. A device replacement was recommended. To date, this device remains in service. No adverse patient effects were reported. Additional information indicates that this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Moreover, the device emitted beeping tones. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. Ts also discussed how to reset device beeper with a programmer. To date, this device remains in service. No adverse patient effects were reported.